Manufacturer narrative:
The junction box of the bed was returned and the results of an evaluation is pending. Attempts to get additional information at this time have been unsuccessful. There was no injury or property damage alleged with this event. This record is being filed in an abundance of caution due to the allegation of the unit smoking. When the evaluation results become available, a supplemental record will be filed.

Event description:
Customer alleged that the junction box he just is defective. He had it on the bed and while operating the hilo function the bottom of the junction box blew out and you can see the brass piece inside. When you hit the hilo button, smoke comes from the junction box. He tried plugging the hilo motor into another port on the box and confirmed the motor works fine, the issue is with the hilo port on the junction box.

Manufacturer narrative:
An evaluation of the returned junction box has been completed. The testing of the junction box confirmed that a capacitor shorted out causing no output when the bed up/down functions were pushed on the pendant . The heat coming off of the capacitor damaged the housing of the control box. The facility has been given a replacement junction box. The replacement has been installed and the bed works as it should with no further issues. Should additional information become available, a supplemental record will be filed.